Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an health care physician (hcp) via a manufacturer representative (rep). The rep reported that the patient could not give them a date for the sudden return of symptoms and that no cause had been determined. The rep reported there was no known cause for impedance >4000. It was noted the patient had not shared their weight, only that they had lost over 100 pounds. The rep stated that the ins was also discarded with the lead and that all of the provided information had been confirmed with the provider. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the manufacturer representative (rep) that the system was explanted on (B)(6) 2019. The patient reported they had a sudden return of symptoms. They experienced no bed wetting to daily bed wetting. It was reported that there were no environmental/external/patient factors noted and that diagnostics/troubleshooting performed showed all combinations greater than 4000. The lead and ins were replaced. It was noted the issue was resolved at the time of this report and that the device had been discarded. There were no further complications reported/anticipated.